Event description:
The physician was attempting to implant a 2.50mm diameter length integrity rapid exchange (rx) coronary stent. The target lesion in the proximal rca was reported to have been in a moderately tortuous vessel with the lesion exhibiting 80% stenosis and severe calcification. It was reported that prior to attempting to deliver of the integrity stent the physician had pre-dilated the lesion on six occasions up to 18 atms. The physician attempted to go through the first proximal lesion of the right coronary artery, however it was reported that the stent was unable to cross the lesion. The stent was then withdrawn from the pt. Upon removal of the device it was noticed that the stent appeared to be damaged. Info received from the field confirmed that resistance was encountered and force was applied to the device in an attempt to deliver the stent across the lesion. The account reported that the integrity device was inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cystectomy procedure, the harmonic blade fell off while the instrument was outside the patient on the back table. It had already been used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): added additional information the analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade